Event description:
It was reported the pt experienced intermittent electric shocks and life threatening exacerbation of dystonia symptoms. Broken leads and lead migration were noted. The pt was seen by a physician and presented in dystonic crisis. The right lead was revised in late 2007. The pt's symptoms improved. The pt recovered without sequela. It was also reported although several repeat procedures to repair and replace the deep brain stimulation leads were successful, the pt had not returned to pre-surgery baseline and suffered serious increased disability.